Event description:
Medtronic received information that this bioprosthetic valve, implanted 11 months, was explanted due to cuspal tears.

Manufacturer narrative:
Eval codes: method: other - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on december 1, 2008 and is currently undergoing decontamination. Analysis will be started following that process. Conclusion: the valve was explanted and replaced without reported adverse patient effects. A follow up report will be filed following completion of the analysis.